Manufacturer narrative:
To investigate the reported problem, the device was checked on site. The device evaluation by the customer showed that the power supply had failed and caused the reported shutdown of the respirator. The affected power supply has been discarded by the user after its replacement and was not available for further analysis. Due to the reported burning smell, a thermally overloaded component can be assumed. The evita power supply is designed and approved in accordance to the requirements of underwriters laboratories inc. Thus, in case of an overloaded component the risk of fire is minimized. In case of a power supply failure the emergency-breathing valve opens in order to allow the patient to breath spontaneously. Manual ventilation with an alternate device may be considered to be necessary. The ventilator reacted as specified for the given condition and alerted with the highest priority audible alarm. The device was repaired by replacing the power supply.

Event description:
The customer reported that while the ventilator was connected to a patient, a pop sound was heard, a burning smell was sensed and the ventilator shut down. The power fail alarm sounded. No patient injury was reported.